Manufacturer narrative:
The actual device reported is not marketed in USA, but devices with similar characteristics (I. E. Biolox forte head) are marketed in USA, and therefore this report was filed. Where lot numbers were received for the device, the device history record were reviewed and found to be conforming. The manufacturer did not receive x-rays, or other source documents for review. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4). Device not returned for investigation.

Event description:
It was reported, that a patient was implanted a sulox-head 28 s 12/14 on (B)(6) 2016. During routine tests it was found, that the sulox head was broken and revision surgery was performed on (B)(6) 2016.

Manufacturer narrative:
Updates: device available for evaluation?, event problem codes, date received by MFR., type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes. Device history records (DHR) review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Event summary: it was reported that the patient received the product on (B)(6) 2016 and during a routine check-up the breakage was noticed. Part was revised on (B)(6) 2016. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: visual examination: three large fragments were received (in total 4 fragments and the bottom part). 8.2 % of the implant volume is missing. Inspection of the cone surface: fragments 1 and 2 show primary metal transfer at the bottom of the cone surface only. Additionally, metal transfer is visible around the rim of the cone entrance on fragments 1 and 2. Fragments 2, 3 and 4 show strong secondary line-like metal transfer. No residues of blood are visible. Inspection of the fracture surfaces: the fracture surfaces of fragments 2, 3, 4, and bottom show strong secondary metal transfer. Inspection of the articulating surface: strong metal transfer on fragments 2, 3, 4 and bottom are visible. Review of product documentation: identification of fractured ball head: the fractured ball head could be clearly identified based on the laser engraving of the serial number and the year of fabrication. Review of production and quality data: following data has been reviewed and checked for conformity with specifications: analysis of raw material, sintering protocol, density measurement, measurement of grain size, inspection certificate, all data archived are in conformity with the specifications. Root cause analysis, dfmea: fracture of head due to insufficient material thickness (wrong design). Not possible: a systemic issue with design and/or material properties would have been detected within the complaint summary. Loss of connection, fracture of ceramic head due to inappropriate design concerning pull-off/torque strength of the head on the stem taper. Not possible: a systemic issue with design and/or material properties would have been detected within the complaint summary. Loss of connection, fracture of ceramic head due to particles between stem and head taper. Not possible: no particles or signs of particles observed on the head. Fracture of head to due stem taper corrosion (increasing of volume) due to wrong material pairing. Possible: no implants list was available. Cannot be excluded. Mal-function of tha (wear, fracture, dislocation etc.) Due to wrong size of head diameter and/or offset. Possible: no implants list was available, no x-rays available to determine patient needs. Cannot be excluded. Mal-function of tha (wear, fracture, dislocation etc.) Due to wrong material combinations. Not possible: the material compatibility specification certify the suitability of the material and the metoxit raw material analysis indicate that there was no material fault. Mal-function of tha (wear, fracture, dislocation etc.) Due to off label use, combination with competitor products. Possible: no implants list was available, cannot be excluded. High wear, head fracture due to wrong raw material selection. Not possible: raw material review did not show any wrong raw material selection. Compromized taper fixation strength, fracture of implant due to high patient activity, patient disregards limits of the device. Possible: patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Cannot be excluded. Loss of connection, fracture of ceramic head due to use on a used or damaged stem taper. Not possible: no signs of damaged stem taper observed on the head. Compromized taper fixation strength, fracture of implant due to high patient activity, patient disregards limits of the device. Possible: patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Cannot be excluded. Conclusion summary: the fractured femoral head was identified based on the fully visible serial number and year of production engraved on the implant. Large parts of the bottom of the cone are missing. In total 8.2 % of volume of the femoral head is missing. Therefore, fracture origin could not be identified. The production and quality data are within the specifications. Therefore, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
This case was re-opened to enter additional information received on october 6, 2017. X-rays and medical records were received. Associated devices were nowmentioned in the new documents. Review of received data: - x-ray review was performed by an healthcare professional. Review of x-ray and assessment: - (B)(6) 2016 pelvic overview: severe coxarthrosis on both sides. - (B)(6) 2016 hip total endoprosthesis right. - (B)(6) 2016 right hip in ap-projection: uncemented total hip endoprosthesis on the right with screw cup without any indications for a loosening. - (B)(6) 2016 pelvic overview: uncemented hip endoprosthesis on the right with screw cup, cup angle of inclination about 60 °. Femoral head is broken into several parts. - (B)(6) 2016 hip right ap and lateral view: stably inserted uncemented stem and cup, femoral head is broken into several parts. - (B)(6) 2016 revision on the right. - (B)(6) 2016 right hip in ap-projection: uncemented hip total endoprosthesis on the right with screw cup in ordinary position. - (B)(6) 2016 pelvic overview: unchanged stem and cup position compared to the previous radiographs of (B)(6) 2016. - (B)(6) 2016 right hip ap projection: stably inserted uncemented stem and cup without any signs of loosening. - (B)(6) 2016 pelvic overview: uncemented hip total endoprosthesis on the right with screw cup without indication of implant loosening. Compared to the previous radiographs of (B)(6), 2016 cup inclination angle unchanged, no stem migration, minimal decentration of the femoral head of just 1mm. - (B)(6) 2017 pelvic overview: compared to the previous radiographs of (B)(6) 2016 unchanged cup inclination angle, decentration of the femoral head by approx. 1mm. - (B)(6) 2017 hip total endoprosthesis on the left - (B)(6) 2017 basin overview: pelvic overview: compared to the previous radiographs of (B)(6) 2017 slightly increased external rotation with unchanged stem and cup position. Cup inclination angle at right about 60 °, slight decentering of the femoral head unchanged. Left condition after implantation of a uncemented hip endoprosthesis with screw cup, angle of inclination to the left about 45 °. Evaluation of radiographs: after the implantation of a uncemented total hip endoprosthesis on the right with a screw cup on (B)(6) 2016, the implant components are stable in the postoperative radiograph of the right hip joint on the operation day. 4 weeks later, on (B)(6) 2016, in the pelvic overview a steep cup position with an inclination angle of approximately 60° is visible, with stably inserted cup and stem components. The femoral head appears broken into several parts. Unchanged findings in the radiograph of the right hip joint on (B)(6) 2016. On the (B)(6) 2017 revision surgery on the right took place. In the radiological follow-up control on april 21, 2017 (pelvic overview) compared to the previous radiographs of (B)(6) 2016 unchanged stem position and cup position. In the following comparable view on (B)(6) 2016, a minimal decentering of the femoral head by just 1 mm with an unchanged stem and cup position. In the radiological examination, 8 months later on (B)(6), 2017, the position of the stem and cup is unchanged. A decentering of the femoral head by about 1 mm is clearly visible. On (B)(6) 2017 implantation of an uncemented hip endoprosthesis on the left with a screw cup due to severe coxarthrosis. In the radiological follow-up control on 22.03.2017 unchanged cup and stem position right with unchanged slight femoral head decentration. Implant components left stable on the left without signs of loosening, angle of inclination of the pans approx. 45°. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. - alloclassic zweymüller csf cup surgical technique states at page 6, reaming the acetabulum: "correct alignment of the reamers is an important requirement for correctly positioning the implant. The reamer axis should therefore be used at a 40°¿45° inclination and 10°¿15° anteversion." - instruction leaflet for endoprostheses states under the section "important information for the users": "revision after breakage of one or both ceramic components: in these cases, all the ceramic particles must be removed, after which the wound should be irrigated thoroughly. The basic rule is ¿once ceramic ¿ always ceramic¿. Because of the risk of ceramic particles remaining in the tissue, a metal ball head may no longer be used since there would be a risk of increased wear due to third-body abrasion. Once again, therefore, a ceramic/ceramic or a ceramic/polyethylene combination must be used. If the ceramic ball head has failed, revision of the femoral stem is absolutely essential. The only exception is biolox option head system." Root cause analysis: root cause determination using dfmea: - fracture of head due to fracture of head due to insufficient material thickness (wrong design) not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - loss of connection, fracture of ceramic head due to inappropriate design concerning pull-off/torque strength of the head on the stem taper not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - loss of connection, fracture of ceramic head due to particles between stem and head taper not possible: no particles or signs of particles observed on the head - fracture of head to due stem taper corrosion (increasing of volume) due to wrong material pairing not possible: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. - mal-function of tha (wear, fracture, dislocation etc.) Due to wrong size of head diameter and/or offset not possible: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. The x-rays do not indicate and wrong head diameter or offset. However, a cup inclination angle of about 60° is observed. - high wear, head fracture due to wrong raw material selection not possible: raw material review did not show any wrong raw material selection - loss of connection, fracture of ceramic head due to use on a used or damaged stem taper not possible: no signs of damaged stem taper observed on the head - compromised taper fixation strength, fracture of implant due to high patient activity, patient disregards limits of the device possible: patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Cannot be excluded conclusion summary: the fractured femoral head was identified based on the fully visible serial number and year of production engraved on the implant. Large parts of the bottom of the cone are missing. In total 8.2 % of volume of the femoral head is missing. Therefore, fracture origin could not be identified. The production and quality data are within the specifications. The review of x-rays showed a cup inclination angle of approximately 60°. It is possible that the cup inclination caused or contributed to the reported event (recommended angle: 40°¿45° inclination). In conclusion, an exact root cause could not be determined. It has to be noted that after the removal of the fractured ceramic head, the surgeon implanted a metal head (in the IFU it is stated: ¿once ceramic ¿ always ceramic¿). This additional information does not change previous manufacturer's assessment of the case. A visual examination has been already performed and reported. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed again. Zimmer¿s reference number of this file is (B)(4).